Manufacturer narrative:
Concomitant medical products: ddbb1d1 ICD, implanted: (B)(4) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s right ventricular (rv) lead exhibited high/fluctuating superior vena cava (svc) coil impedance and oversensing. The svc coil was programmed off, and six days later the rv lead was capped and replaced. No patient complications have been reported as a result of this event.